Event description:
Boston scientific received information that this device detected high out of range right atrial (ra) lead impedances and high thresholds. The lead was surgically abandoned and replaced. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.